Manufacturer narrative:
The infection event is reported under medwatch MFR report number 2916596-2017-00157. Device evaluation: the pump was returned assembled with percutaneous lead cut approximately 1 inch from the pump housing and the severed portion of percutaneous lead was not returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator section revealed a large, denatured thrombus ring adhered to the inlet bearing cup. There were also contact marks on the inlet section of the rotor, which suggests that the thrombus ring was also surrounding the inlet bearing ball and inlet section of the rotor while the pump was in operation. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined period of time while the pump was operating. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that this deposition did not form at this location. Although its origin and duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition had no evidence of denaturation. Also, the lack of circumferential contact marks on the outlet cone section of the rotor, indicate that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The infection event is reported under medwatch MFR report number xxxxxx-2017-xxxxx. Approximate age of device is 2 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient underwent a pump exchange due to pump thrombosis on (B)(6) 2017. It was also reported that the patient was being treated for an unspecified infection at the time. No additional information was provided.